Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 869-021, 510k# k040962 and (B)(4) is cleared for the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion due to spinal canal stenosis. Post-op, the rod on one side broke. Re-operation is planned.